Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that coil embolization was performed as treatment for a right internal carotid pcom artery aneurysm. An attempt was made to reposition the coil and during retraction, the coil stretched and then unexpectedly detached. The distal end of the implant coil remained in the aneurysm and approximately 90% of the implant coil was outside the aneurysm. Attempts were made to retrieve the detached coil with a snare device, but they were unsuccessful. The implant coil was stretched and thinned in its proximal segment as a result of the coil retrieval attempts. The stretched segment of coil outside the aneurysm was pressed against the wall of the internal and primitive straight carotid arteries, the brachiocephalic trunk, and the aorta down to the common femoral artery. The patient was placed on heparin post-operatively. There was no reported patient injury and there were no clinical complications for the patient.